Event description:
It was reported that the patient presented to the physicians office and the implantable cardiac monitor (icm) was visible and protruding from the implant site. The icm was removed in the office, the wound was closed and the monitor was later replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).